Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the reason for the call was the patient reported that about 3 -4 weeks after they were implanted in (B)(6) 2023 with the pump, they started to have breakthrough pain at times and something hurt. The patient stated that they told their managing physician about the pain and the doctor did not take the patient seriously. The patient stated they were crying and asked if they could get the an oral script or do something like that. The doctor told the patient that they could not prescribe anything because the patient was taking a sleeping pill. The patient reported that they had managed the pain this whole time but for the past week it felt like the pump was coming out of place or something so they were manually putting the pump back in place. The patient also reported that it hurt when the pump flipped out. The patient also stated they went from one doctor to anot her, but they also had not listened to the patient about their problem. The patient stated when they sat down, it popped out of place. The patient also stated their current doctor did a computed axial tomography (cat) scan but did not find anything wrong. The patient also mentioned the pump flipped before and they ended up in the emergency room (ER) where they received a prescription (rx) for the pain but the issue was not resolved. The patient also stated when they were first implanted, it was a whole new ball game,  but then the issue started. The agent emailed patient physician listings.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that on (B)(6) 2024, the patient had to have surgery because the pump became loose which she noticed "several weeks ago" and when they did the replacement, they found that the catheter had become"coiled".